Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Our product evaluation laboratory received one model 834f75 catheter with a monoject limited volume syringe and non-edwards contamination shield. The inflation lumen was occluded with blood. The balloon was found to be ruptured. The ruptured edge did not appear to match up. All through lumens were patent without any leakage or occlusion. No other visible damage or abnormality was observed from the catheter body and returned syringe. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of "ruptured balloon" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is standard practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. When there is separation of the balloon or fragments from the pulmonary artery catheter, the retained fragment will embolize to the lungs. Due to the large surface area of the pulmonary vasculature, this is generally well tolerated, but can lead to complications such as infection or small infarction. Pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture, the balloon should not be inflated above the recommended volume. Additionally, the duration of catheterization should be the minimum required by the patient¿s clinical state since the risk of thromboembolic and infectious complications increases with time. The incidence of complications increases significantly with indwelling periods longer than 72 hours. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that a swan-ganz catheter balloon ruptured during use in a patient on the "pratt 8" unit. The catheter had been placed in the cath lab approximately 5 days prior to the event. The customer states their policy is ¿to only inflate to wedge twice daily¿, so ¿at max the balloon was inflated about 14 times.¿ on friday, (B)(6) 2019, the patient was in bed and the nurse was ¿obtaining numbers and was unable to wedge.¿ the nurse sought assistance from the advanced providers and after a few attempts (the exact timeline is noted to be unclear), the patient complained of a "popping feeling" and of a "funny feeling". At that point, the decision was made to remove the catheter. Upon removal, the catheter was examined and found to have a ruptured balloon. The patient was reported to be ¿okay¿. On additional follow-up, the patient was still admitted and went for an unrelated vad procedure on (B)(6) 2019. The customer does not believe any testing was done on the patient regarding the burst balloon, since his symptoms resolved without incident. No further demographics were provided. The lot number was unknown.